Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening of the femoral component. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned to the manufacturer

Event description:
This pi is for case 1 of 2 of 'the last 2 procedures'. A patient specific implant request form was received for the patient's left distal femur. Noted on the form: "this patient was involved in a motor vehicle accident in 2015, suffering multiple fractures. He has had 30+ procedures on his left leg, including a vascularized fibula to reconstruct a portion of his femoral cortex. The last two procedures performed by his local providers were stryker cemented dfr's, both of which loosened within 2 years of implantation...we would like to keep the current well-fixed tibia, and would therefore plan for an adapter to fit a stryker dfr to the competitor device."